Event description:
Inpatient underwent cardiac pacemaker insertion on (B)(6) 2010 due to complete heart block. The following day pt suffered a moderate left pneumothorax confirmed by x-ray. Chest tube was inserted. On (B)(6) 2010, pt became cold and clammy, with decreased alertness. Heart rate was 20-4- beats per minute and pacemaker was not capturing. Emergency resuscitation measure were undertaken, pt was stabilized and transferred to a tertiary facility for urgent intervention on (B)(6) 2010. On (B)(6) 2010, this hospital was notified by a representative of the pacemaker manufacturer that pt had called manufacturer saying that "one of the pacer leads had been implanted or migrated to the lung and required lead revision. The lead was still in use." This hospital has no other information about the pt's experience after she was transferred on (B)(6) 2010, and no medical records from the receiving facility documenting the cause of her pacemaker failure on that day.